Manufacturer narrative:
Batch review performed on 15 june 2018. Lot 131153: 60 items manufactured and released on 03 june 2013. Expiration date: 30.april.2018. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on (B)(6) 2018. Partial hip revision surgery (stem and head) occurred 3 years and 9 months after primary cementless total hip arthroplasty in a young woman ((B)(6)). Radiographic image provided shows the presence of radiolucent lines around the proximal region of the stem and signs of stress shielding suggesting proximal mobilization of the stem. Aseptic loosening is a possible literature described adverse event after primary cementless total hip arthroplasty and causes are often unknown. In this case, the reason of revision cannot be determined.

Event description:
Revision surgery performed due to stem loosening (right side) after about 3 years and 9 months from the primary. Stem and head were revised, liner and cup were left in place.